Manufacturer narrative:
(B)(4). Additional information: on an unreported date, the patent was discharged from the hospital and on an unreported date, the patient was reported to be recovered from the peritonitis event (previously, the outcome was reported as unknown). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. The patient was treated with injection amikacin (250 milligram, route and frequency not reported) and injection cefuroxime (1 gram, route and frequency not reported) for the event. At the time of this report, it was unknown if the patient had recovered from the peritonitis event. Pd therapy was ongoing. Additional information was requested but is not available.